Manufacturer narrative:
Dc bead with epirubicin was reported to have been used in the treatment of this pt. Dc bead is not registered to be used in combination with epirubicin. The equivalent prod lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the MFR for eval. No batch review was possible for this case as the lot number could not be ascertained. No prod malfunction/ deficiency was been identified. Co medical assessment: following the deb procedure, the pt developed pain, nausea and fever which subsided over several days. This may hae been postembolisation syndrome. But it apparently prolonged hospitalisation and is therefore medically reportable. This event is currently under investigation by the MFR and the conclusion of this investigation/ any new info rec'd will be communicated as a f/u report.

Manufacturer narrative:
This is a follow up and final report providing the manufacturer final analysis. The initial information reported was as follows: manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as a batch number for the complaint had not been provided. The potential contributory factors were investigated and assessed as part of this complaint. No single root cause for this medical event has been identified. It was concluded that post embolization syndrome (procedural complication)along with the patients' underlying disease condition (tumour characteristics for example) at the time of deb-tace, comorbidities or the tace procedure itself could have contributed to the event. No capas have been identified from this complaint. This report does not change the established risk benefit profile for the product. No additional risk to patients or users outside those expected for the device or drug has been identified relating to this complaint. No device failure, trend in a type of incident or unexpected risk to patient or users health has been identified. Therefore no field safety corrective action or product recall is required. The incidence of procedural complications will be monitored for trending analysis. On the (B)(6) 2015, the patient's liver function test results were bilirubin 2.4, ast 43, alt 74, crp 9.8 (units and normal ranges not provided). On (B)(6) 2015, the symptoms had not improved and the liver function test results were ast 70, alt 98, crp 17.35 (units and normal ranges not provided). On (B)(6) 2015, the symptoms were still not improving and the patient's liver function test results were bilirubin 2.3, ast 82, alt 124, crp 13 (units and normal ranges not provided). On (B)(6) 2015, the patient's symptoms improved and the patient was discharged from the hospital. Their liver function tests also had returned to normal. At the time of reporting the patient was recovering from the liver disorder and prolonged pyrexia. The physician stated that the events liver disorder, pyrexia were possibly related to dc bead. The physician also commented that the cause for the liver disorder and prolonged pyrexia was unknown and that hepatic arteriovenous shunts are not a possible cause of the events with close examination of MRI. The reporting physician could not completely rule out abscess formation and that the possibility of cholangitis caused by cholestasis with portal hypertension as the underlying factor. Further clinical course would be closely monitored by the clinician but at present the physician considers dc bead as the cause of the events.

Event description:
This is an initial report concerning (B)(6) male pt and was rec¿d from a user facility via the co partner on (B)(6) 2015. The pt¿s concomitant diseases and past medical history were unk. The pt rec¿d one vial of dc-bead (bead size: 300-500um) loaded with 50mg of epirubicin hydrochloride with 1g of cefamezin (cefazolin sodium) diluted in 100 ml of a normal saline solution via the tace procedure on (B)(6)2015 at 09:40 am. Liver function tests performed immediately before the tace procedure were bilirubin 1.8, ast 31, alt 32 (units and normal ranges not provided). On (B)(6) 2015, three days after the tace procedure, the pt complained of vomiting, pyrexia and pain. Primperan (metoclopramide), sosegon (pentazocine) and loxonin (loxoprofen sodium hydrate) were administered for treating the symptoms. On (B)(6)2015, the pt¿s liver function test results were bilirubin 2.4, ast 43, alt 74, crp 9.8 (units and normal ranges not provided). On (B)(6) 2015, the symptoms has not improved and the liver function test results were ast 70, alt 98, crp 17.35 (units and normal ranges not provided). On (B)(6) 2015, the pt¿s symptoms improved and the pt was discharged from the hosp. Their liver function tests also had returned to normal. At the time of reporting the pt was recovering from the liver disorder and prolonged pyrexia. The physician stated that the events liver disorder, pyrexia were possibly related to dc bead. The physician also commented that the cause for the liver disorder and prolonged pyrexia was unk and the hepatic arteriovenous shunts are not a possible cause of the events with close examination of MRI. The reporting physician could not completely rule out abscess formation and that the possibility of the cholangitis caused by cholestasis with portal hypertension as the underlying factor. Further clinical course would be closely monitored by the clinician but at present the physician considers dc bead as the cause of the events.